Event description:
Allegedly the patient was revised due to the following mom complications: metallic debris and/or loosened from acetabulum; pain; decreased mobility.

Event description:
Additional information received on jan. 21, 2020: updates to product and lot identifying information, surgeon name, and hospital information.

Manufacturer narrative:
Additional information received: updates to product and lot information, implanting physician and facility information.